Manufacturer narrative:
The technician found the brake was not locking. The technician adjusted the brake caster to repair the bed.

Event description:
Info received indicates the brake is not holding.